Event description:
It was reported the patient experienced intermittent pain and discomfort at the ipg site. It was also reported the patient has lost weight and her pants waistband rubbed against the ipg site. Subsequently, on (B)(6) 2013, the patient underwent surgical intervention and the ipg was explanted and replaced. Additionally, the ipg pocket site was moved to another location. The patient reported effective stimulation coverage and no discomfort postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.